Event description:
It was reported that a spectrum iq pump had an improper shutdown. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an improper shutdown error message was not reproduced. A review of the event history log revealed 'improper shutdown'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.